Event description:
It was reported that during a da vinci si prostatectomy procedure the tip cover accessory installed on the monopolar curved scissors (mcs) instrument allegedly arced through the tip cover. Inspection showed a small hole in the tip cover. The tip cover accessory was discarded. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi attempted to contact the site to obtain additional information; however, as of the date of this report, no additional information has been obtained. The instrument accessory has been discarded and will not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.